Event description:
During the procedure dr. (B)(6) was trying to access l5 on the left side with the intracept probe to ablate the nerve. Upon noticing the impedance was high they questioned if a piece of the peek cannula was broken off in the bone. They checked both peek cannulas and it was determined that one of the peek cannula's was missing the tip. They aborted continuing on the left side and accessed the right l5 and was successful in ablating that side. Peek cannula is made out of an implantable material but is not x-ray detectable. But is MRI compatible. In dr. (B)(6) postop notes he stated that more than likely some of the sheath sheared off and is still in the left l5(fifth lumbar) vertebral body. We wanted to document that and will explain it to the pt. This is an inert material and should not cause any problems. He will follow-up with the pt in the office in 4-6 weeks.